Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
Upon visual inspection, it was found that the screw was fractured at the top part of the threaded portion. The cause is undetermined. No lot or order number was provided. The product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.